Event description:
Received laser eye surgery at furlong correction last year in (B)(6) 2014 and one year later still have dry eyes. Have to use preservative free drops every hour. Sometimes have eye pain in left eye with headaches and now have trouble with computers also. Can't sit in front of a computer longer than 2 days straight when before I had no problems with computers. Manufacturer name, city and state: (B)(6), unknown.